Event description:
It was reported that the patient underwent a surgery due to the sling failed to keep the patient urinary continent. An artificial urinary sphincter (aus) was implanted and an excellent result was achieved.